Event description:
Pt with cerebral palsy and scoliosis was being sedated in preparation for some dental work. The pt moved, resulting in the displacement of the molt mouth prop. The pt, subsequently, bit down on the dental mirror, which resulted in the dental mirror breaking off of the shaft and handle at the solder joint. The dental mirror became lodged in the pt's throat. Chest x-ray revealed that the mirror was lodged in the esophagus at the level of the aortic knob. The dental mirror was removed in the or.